Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported an insulin flow blockage occurred. It was also reported that crack in the battery loading housing. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue to use the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2024 (event day) and (B)(6) 2024 (the day before event date) there were eleven (11) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2024 19:49:08 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. (B)(6) 2024 19:55:50 alarmalertnotification (40) faultnumber: nodelivery (7) during a preset bolus delivery. (B)(6) 2024 09:46:10 alarmalertnotification (40) faultnumber: nodelivery (7) during a manual bolus delivery. (B)(6) 2024 10:53:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:02:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:04:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:12:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:15:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:19:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. (B)(6) 2024 11:21:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Cosmetic damage on the battery compartment is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 and h11 with this report. The type of investigation, investigation findings and investigation conclusion codes have been updated to 4118, 3233 and 67 in the h6 section respectively. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The product will be returned for analysis.